Manufacturer narrative:
No sample information was provided. No system issues were noted. Qc had been acceptable during the same period of time. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a carryover on chemistry cartridge (cc) sample probe. The fse also replaced the cc sample probe and all tests passed within acceptable range.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high cholesterol result that was reported for one (1) patient sample that was generated by the synchron lx20 pro chemistry analyzer. The sample was repeated and the result was lower. The physician recommended therapeutic pharmaceuticals as a result of the high cholesterol but the patient questioned the results, so no patient treatment impact occurred in this event.